Event description:
Oversensing causing inappropriate shocks.

Manufacturer narrative:
Evaluation summary: defib conductor fractured; partial lead in segments returned. Note this device was explanted in 1997 and returned in jul 2000. A secondary review determined the analysis results were not communicated.